Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical study reported that subject were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown with blood glucose of 500 mg/dl. The customer's other blood glucose was 451 mg/dl and ketones were 3.9. Customer experienced nausea. The insulin pump will not be returned for analysis.